Manufacturer narrative:
(B)(4). The customer stated that the device is unavailable for evaluation. In the event the device is becomes available for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that this unit gives a continuous transducer fault. The vent was checked and a difference was found between the inhaled and exhaled volumes. There was no patient involvement at the time of the incident.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).